Manufacturer narrative:
On 2 december 1997, follow up was rec'd from the physician. The pt was last seen on 06 november 1997. The symptoms resolved in approx august or september 1997.

Event description:
A pt was treated on 9/12/96 to the lateral orbital creases, a scar on the right cheek and a vertical line on the right forehead. In early 10/96, exact date unk, the pt developed erythema at all sites of treatment followed over the course of the next few days with cord-like swelling and induration. The pt also complained of intermittent stomach upset (onset unk) which the physician did not believe was related to collagen but was attributed to stress. The physician diagnosed the erythema, swelling and induration at the treatment sites as a hypersensitivity and prescribed elocon cream and an oral antihistamine and asked the pt to discontinue aspirin.